Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose and the insulin pump alarm auto off. Customer stated insulin pump had auto off through the night. Advised the auto off feature, and found that her duration was set to four hours. Advised to reach out her health care provider to determine the setting. Customer reported elevations which started over 3 weeks ago. Customer blood glucose was over 600 plus mg/dl and few days later had respiratory infection and blood glucose was also high. Customer declined to troubleshoot. Customer's recent blood glucose was 315 mg/dl. No further information provided.